Event description:
It was reported that a skin irritation causing irritation, redness and an allergic reaction to the pods adhesive. The patient reports they had gone to an allergy clinic. Once at the clinic the patient was diagnosed with an allergic reaction to the pods adhesive. The patient was prescribed triamcinolone acetonide to apply to the pod infusion sites as needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.